Event description:
It was reported that a customer experienced a connection issue between a transfer set and an adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing and clamp function testing were performed. All tests were performed with no abnormalities noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.